Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and performed a reader camera adjustment. The fe also created a new reference. The customer ran and accepted controls. Repairs have returned the instrument to expected operation. (B)(4)

Event description:
The customer reported that the provue gel camera misread a weak to 1+ reaction as negative in the antibody screen test. No erroneous results were reported as a result of this incident. There was no harm to any patient.